Manufacturer narrative:
Concomitant medical products: cup, item# unknown, lot# unknown. Press fit stem, item# unknown, lot# unknown. Therapy date: unknown. The case is related to the following medwatch reports: 0009613350 -2018 -00494, 0001822565 -2018-01950. As this patient is a bilateral patient - the case at hand is for the left side, the case is also related to the following medwatch reports for the other side: 0009613350-2018-00489, 0009613350-2018-00490, 0001822565-2018-01952. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive the device for investigation. Currently, the device is in vivo. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient is scheduled for a revision surgery around 9 years and 4 months post implantation due to elevated metal ions and pain.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional: if follow-up, what type. Correction: date of report, PMA/510k. Please disregard this report, the item#: 01.00181.520 can be considered as an associated product. For the investigation result please refer to 0009613350-2018-00494-1. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).